Manufacturer narrative:
"The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was found to be working intermittently, failed step 130 (check the power with the test bench), unit stops running during power bench test and would not run anymore after that and the units motor magnets were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an open reduction and internal fixation surgical procedure for a fracture on a distal radius, it was observed that the small battery drive device was working intermittently. There were no delays in the surgical procedure as an identical spare device was available for use. It was reported that the procedure was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.